Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: number 1 states: major surgical risks assoicated with anesthetic including, brain damage, pneumonia, blood clots, heart attack and death" miettinen, s., torssonen, s. K., miettinen, h., & soininvaara, t. (2015). Mid-term results of oxford phase 3 unicompartmental knee arthroplasties at a small-volume center. Scandinavian journal of surgery, 1-8. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "mid-term results of oxford phase 3 unicompartmental knee arthroplasties (uka) at a small-volume center" this complaint will address: one (1) issue of pulmonary embolism (no revision). There has been no further information provided and the patient outcome is unknown.